Event description:
It was reported that an error in translation regarding pediatric patients weight occurred when translating instructions for use from the english language to estonian or baltic counties on a prismaflex hf1000 set. There was no patient involvement.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available for investigation; however, a retained sample of instruction for use (IFU) was evaluated. The estonian IFU translated into english states: "prismaflex m60 should not be used in children weighing more than 11 kg. Prismaflex m100 and m150 kits should not be used in patients with body weight exceeding 30 kg.¿ the correct sentence in the english IFU states: "prismaflex m60 should be restricted to children with a body weight greater than 11 kg, and m100/150 sets should be restricted to patients with a body weight greater than 30kg.¿ the reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.